Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed an additional 300 sensing integrity counters (sic) every 3 months or so. It was suspected that subthreshold lead impedance measurements or changes in sense amplifiers might be the cause. The ipg remains in use. No patient complications have been reported as a result of this event.